Event description:
Event description guidant received information that one week following the implant procedure, this lead was unable to capture the myocardium. Fluoroscopy confirmed that the lead had become dislodged. The lead was repositioned during a revision procedure later that day. During this same procedure, the single chamber pacemaker was prophylactically explanted as it was included in the population described in an advisory communication. Another device was successfully implanted and the explanted device was expected to be returned to guidant for analysis.